Manufacturer narrative:
Concomitant medical product: product ID: 8mm balloon dilatation catheter (non-medtronic device); lot #: unknown updated data: b5. D4. H4. Additional codes: annex f medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the left side was used as the access site for the delivery catheter system (dcs). The minimum diameter of the access vessel and the side of the hemorrhage were unknown. Following the valve implant procedure, hemorrhage was noted. Per the physician, the cause of the hemorrhage was unknown and the dcs did not cause or contribute to the hemorrhage. It was noted that a 14fr non-medtronic sheath could not be inserted, so percutaneous transluminal angioplasty was performed with an 8mm (length: 40mm) non-medtronic balloon dilatation catheter that contributed to the hemorrhage. According to the physician, the patient¿s death was not caused or contributed by underlying medical history.

Manufacturer narrative:
Updated data: b5. Third paragraph added h6. Patient and device codes added additional codes added h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, in a dialysis patient, the hemoglobin (hb) was 8.7g/dl and the patient was hospitalized due to severe leg ischemia. It was noted that the lower limb intravascular treatment was successful; however, the wound could not be healed. During hospitalization, severe aortic valve stenosis was observed on dobutamine load echocardiogram, and a transcatheter aortic valve implantation procedure was performed. During the implant, severe hemorrhage was noted. Subsequently, four units of red blood cells transfusion was performed due to hb 7.9g/dl. The patient was reported to be recovering. Per the physician, the valve implant procedure was a contributing factor to the hemorrhage. Two months and eighteen days post-implant, the patient required hospitalization due to septicemia. Subsequently, the patient died of sepsis. The cause of death was infection. There was no evidence to suggest that the valve or its function contributed to the patient's death. Per the physician, the valve and the valve implant procedure were not contributing factors to the patient's death. Additional information was received that the left side was used as the access site for the delivery catheter system (dcs). The minimum diameter of the access vessel and the side of the hemorrhage were unknown. Following the valve implant procedure, hemorrhage was noted. Per the physician, the cause of the hemorrhage was unknown and the dcs did not cause or contribute to the hemorrhage. It was noted that a 14fr non-medtronic sheath could not be inserted, so percutaneous transluminal angioplasty was performed with an 8mm (length: 40mm) non-medtronic balloon dilatation catheter that contributed to the hemorrhage. According to the physician, the patient¿s death was not caused or contributed by underlying medical history. Additional information was received that approximately one month following valve implant, mild paravalvular leak was noted.

Manufacturer narrative:
Product analysis: the device remains implanted, and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, in a dialysis patient, the hemoglobin (hb) was 8.7g/dl and the patient was hospitalized due to severe leg ischemia. It was noted that the lower limb intravascular treatment was successful; however, the wound could not be healed. During hospitalization, severe aortic valve stenosis was observed on dobutamine load echocardiogram, and a transcatheter aortic valve implantation procedure was performed. During the implant, severe hemorrhage was noted. Subsequently, four units of red blood cells transfusion was performed due to hb 7.9g/dl. The patient was reported to be recovering. Per the physician, the valve implant procedure was a contributing factor to the hemorrhage. Two months and eighteen days post-implant, the patient required hospitalization due to septicemia. Subsequently, the patient died of sepsis. The cause of death was infection. There was no evidence to suggest that the valve or its function contributed to the patient's death. Per the physician, the valve and the valve implant procedure were not contributing factors to the patient's death.